Manufacturer narrative:
Investigation confirmed a leak in the handle of the catheter which is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history record confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue.

Event description:
It was reported irrigation fluid was observed to be leaking from the handle. There were no consequences to the pt.